Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with the result of 291 mg/dl. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 222 and 206 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer called in stating the meter is reading erratic. Customer states that she was concerned when she obtained a result of 291 mg/dl she was concerned that the results were high, customer tested again on a different finger and the results was 160 mg/dl. Customer is now concerned that the meter is erratic. Customer is more concerned that the meter is reading erratic than high. Non-fasting range is 150-160 mg/dl.